Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of architect tsh reagent lot number 27258ud01. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. In-house testing was performed with a retained kit of lot, and all specifications were met and found results indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect tsh reagent lot number 27258ud01.

Manufacturer narrative:
Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect tsh results on one (B)(6) male patient for physical examination. The results provided were: on (B)(6) 2021 architect=0.0843 uiu/ml /repeated=0.0821 uiu/ml /repeated on siemens advia centaur xp=3.13 miu/l. Manual dilution 1:3=0.303 uiu/ml; 1:6=0.7722 uiu/ml; 1:9=1.3266 uiu/ml; 1:5 auto dilution=0.6485 uiu/ml. Architect reference range for tsh=0.35 to 4.94 uiu/ml. Siemens centaur reference range=0.38 to 4.34 miu/ml. The patient had ultrasound and results shows the normal morphology and size of both lobes of the thyroid. There was no reported impact to patient management.